Manufacturer narrative:
The investigation was started; results will be provided in a follow up-report.

Event description:
It was reported during use the device had stopped ventilating the patient, the main display was blank and there was a loud high-pitched alarm coming from the unit. The patient was bagged and switched to another unit. There was no patient injury reported. The staff noted the unit was still plugged in however it would not power up and there was a charred odor coming from the unit.

Manufacturer narrative:
The investigation was based on the reported information and a photo of the board inside the power supply. Visual inspection showed that transistor t101 was overheated resulting the reported charred odor. The component failure led to an interrupted energy path which resulted in a malfunction of the power supply. The power supply is over 16 years old and there is no indication of a production or design fault. The customer reported that the power supply was replaced, and a subsequent device check passed without deviation. The evita power supply is designed and approved in accordance to ul94. Thus, the risk of fire is minimized in case of an overloaded component. In case of a power supply failure the device will open the airway system to allow spontaneous breathing and post an acoustical alarm in accordance to en60601. Manual ventilation with an alternate device may be considered necessary. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported during use the device had stopped ventilating the patient, the main display was blank and there was a loud high-pitched alarm coming from the unit. The patient was bagged and switched to another unit. There was no patient injury reported. The staff noted the unit was still plugged in however it would not power up and there was a charred odor coming from the unit.